Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, a gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to insufficient cleaning, there was foreign material under the distal sheath adhesive and on the distal end cover. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the distal end had a leak; the scope cover insulation was below the threshold; the distal sheath glue was separated; the connecting tube was scratched and deformed; the switch box unit did not function and switch1 was broken. The customer provided additional information. The device was mechanically cleaned and disinfected before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with bw-412t brushes, and wiped with gauze and the air/water nozzle was flushed with detergent solution. There were no concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.